Event description:
Covidien radiofrequency generator would not work after radiofrequency catheter inserted into patient's leg. Screen displayed message stating radiofrequency catheter was "not supported by device."